Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Insulin pump was received with a blank display due to moisture damage electronic assembly. Unable to perform displacement, and self tests due to blank display. The pump was received with cracked case corner of belt clip rails. Insulin pump p-cap / test reservoir lock in place properly.

Event description:
Information received by medtronic indicated that the insulin pump was failed. No harm requiring medical intervention was reported. The insulin pump returned for analysis.